Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v014497, implanted: (B)(6) 2007, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0yftq, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the extension indicated that the proximal end insulation was broken. The epoxy is broken at the proximal end of connector #2 and at the proximal end of connector #3. There are voids in the epoxy at the proximal end of connector #2 and at the proximal end of connector #3.

Event description:
A healthcare professional reported via manufacturing representative that during a procedure on (B)(6) 2015 following tunneling the extension the healthcare professional felt that the extension was kinked after it was connected to the implantable neurostimulator (ins). The healthcare professional felt like the extension was not manufactured properly. The extension was explanted and new extension implanted. The issue was resolved. There was no patient death or injury.